Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that the lead exhibited low sensing and high capture threshold. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition after the event was good.